Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02066 / 02067).

Event description:
It was reported that patient underwent a brostrum and gould procedure on (B)(6) 2014. During the procedure, the sutures fractured for two implanted anchors. Anchors were removed and competitor's product used to complete the procedure.